Manufacturer narrative:
A review of the device history record shows evidence that the product was released according to all established procedures and qa documentation. One used device was received for evaluation. A visual and functional inspection found evidence of leaking between the bag and the bushing tube. The root cause can be attributed to the manufacturing process. A formal corrective/preventative action will not be initiated at this time as there is no trend of this reported issue related to this product. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
Investigation summary: the customer reported a leak was observed between the bag and tubing during prep. No patient involvement. A device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. One used sample was returned for evaluation. Visual inspection and functional testing performed confirmed the reported failure of leak between the bag and the tubing. The root cause is determined to be manufacturing/process related and a corrective action has been initiated to replace the rf sealing machine. No further action is required at this time. This device issue will continue to be monitored and trended.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported during prep, leaking occurred where the tube is bonded to the bag.